Event description:
It was reported that the patient's pump was replaced on (B)(6) 2012. It was reported as a prophylactic removal of the pump to avoid in-vivo battery depletion. It was reported as an elective replacement indicator (eri) pump replacement. No motor stalls or motor stall recoveries had been recorded in the logs. The patient recovered without sequela. It was also reported that the patient had been to the emergency room (ER) with nausea and confusion. After questioning the patient, it was reported that the patient may have taken an additional hydrocodone a couple nights prior to the event. The medications used in the pump were morphine 25mg/ml and bupivacaine 20mg/ml with a dose of 17.5mg/day. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 86 37-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4). Analysis of pump (B)(4) found a pump battery high resistance anomaly. This recall is related to the potential for reduced battery performance in a small percentage of medtronic model 8637 synchromed, ii pumps with batteries manufactured during two distinct time periods prior to april 2005. Nature of the device issue: as part of ongoing analysis of returned explanted product, medtronic has confirmed that reduced battery performance resulted in eight (8) occurrence.

Manufacturer narrative:
(B)(4).